Event description:
Reporter indicated that vns patient was scheduled for revision surgery due to blood clot near the neck incision. Further follow-up revealed that the patient is doing well following the revision surgery and that patient is seizure-free thus far with the vns therapy.